Event description:
It was reported that the atrial lead exhibited oversensing r-waves and undersensing p-waves. The patient experienced a - non-sustained ventricular tachycardia. - the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.